Manufacturer narrative:
An event regarding wear involving a dura duration a/p tib med 16 was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated (B)(4) 2013. Images of the device are included in the mar. "The articulating surface of the returned insert was inspected with the aid of a stereomicroscope at magnifications of up to 50x. Burnishing was observed on the central portions of the articulating surface. Burnishing is caused by adhesive/abrasive wear of the against the femoral component. Delamination and pitting were observed near the posterior edges and central eminence." "Damage to the distal surface included backside wear occurring during in-vivo service. The anterior locking mechanism was worn and non-functional. A localized region of abrasion near the locking mechanism was also observed." The mar concluded: "in-vivo service related damages to the articulating surface included the cyclic wear mechanism of delamination, burnishing, scratching and third body indentations. These are commonly identified damage modes on uhmwpe tibial inserts. The yellow discoloration is attributed to in-vivo absorption of synovial fluid." It concluded, "there was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert." Medical records received and evaluation: the clinician concluded: "the most probable failure scenario is due to an adverse mix of procedure-related factors regarding type and choice of liner component at primary surgery that in concert with patient-related factors regarding decrease in tissue quality with progressive age have led to an overload condition in the knee arthroplasty leading to progressive instability ultimately leading to revision at 7+-years post arthroplasty. Because the discussed failure scenario is mostly based upon clinical probability and reasoning, although very compatible with all facts and findings of the case and very plausible from a clinical practice, there is clear degree of uncertainty with this suspected failure mode but there are no other relevant factors present to explain the relatively early failure. No other patient-related factors are present, the arthroplasty had otherwise excellent component positions while additionally there is no evidence for device-related factors in this case as supported by the explant materials analysis." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the investigation confirmed the failure mode however a root cause could not be determined. There was no evidence of manufacturing or material defects on the returned device as detailed in the completed material analysis report. The clinician concluded the wear most probably came from a mix of patient related factors and procedure related factors, however a root cause could not be determined.

Event description:
Pt had a medium, 16mm duracon ap lipped liner implanted in 2005 at rpa (ref: (B)(4)). The locking mechanism on the poly liner failed and the liner was sitting up on the implant. The dr revised pt on (B)(6) 2013 and inserted a new duracon cs lipped liner - med, 19mm ref: (B)(4).

Event description:
Pt had a medium, 16mm duracon ap lipped liner implanted in 2005 at rpa (ref: (B)(4)). The locking mechanism on the poly liner failed and the liner was sitting up on the implant. The dr revised pt on (B)(6) 2013 and inserted a new duracon cs lipped liner - med, 19mm ref: (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.